Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, alerts were sent however no alerts were visible on the device and diagnostic issue was observed. Alerts were sent after a cyber security upgrade completed a few days ago and if these alerts continue it was recommended to bring the patient in the clinic to clear the alerts. The alerts came in remotely through merlin.net however the reports from the device was not showing any alerts conditions. Alerts only occurred once and did not continue and the patient was not brought into the clinic.